Event description:
It was reported that the device's egm displayed noise. The noise appeard to be characteristic of a lead fracture. The noise was reproduced when the pt move. As a result, the lead was replaced.